Manufacturer narrative:
Date sent to the FDA: 11/2/2021. A manufacturing record evaluation was performed for the finished device lot number lgh705 and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: one packet of product code f2543 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. Attempts are being made to clarify following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initially, it was reported that " needle broke", however, the returned sample presented no breakage issue. Please clarify following: 1. Is the sample received same that was reported/involved in this complaint/event? 2. Please clarify the event occurred during "rectocele cure": needle broke in two pieces or needle detached/pulled off from the suture? Please specify. 3. Was the additional dissection in other tissues than initial target tissue required to perform "laparoscopy for ablation of the needle tip" during same initial "rectocele cure" procedure? 4. Please clarify/specify what was removed: "the needle tip" or whole needle? Additional information was requested, and the following was obtained: date and name of index surgical procedure? - (B)(6) 2021 - (B)(6). The diagnosis/indication for the index surgical procedure? - rectocele. Was the broken needle retrieved intra-op during the same index procedure or patient had to be re-enter to the or for re-operation? Please specify with details. - x-ray. Performed directly in the operative room after the breakage + laparoscopy for ablation of the needle tip during the same procedure. What was the size of the broken needle piece of the needle retrieved? - the device was sent. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - nothing to report. What is the patient¿s current status? - nothing to report. The following information was requested, but unavailable: what tissue/structure was being sutured when the event (needle breakage) occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the broken needle piece located/in what structure? Was additional dissection required to perform a laparoscopy to search and retrieve the needle? Was the additional dissection required in other organs/tissues other than the target tissue in order to search and retrieve the needle? Please clarify/specify. Was the post-operative care changed due to the event? Please specify. Were there any patient consequences? If yes, please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/30/2021. A manufacturing record evaluation was performed for the finished device lot number lgh705 and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code f2543. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional information was requested, and the following was obtained: 1. Is the sample received same that was reported/involved in this complaint/event?- yes. 2. Please clarify the event occurred during "rectocele cure": needle broke in two pieces or needle detached/pulled off from the suture? Please specify. - needle broke in two pieces. 3. Was the additional dissection in other tissues than initial target tissue required to perform "laparoscopy for ablation of the needle tip" during same initial "rectocele cure" procedure? - unk. 4. Please clarify/specify what was removed: "the needle tip" or whole needle? - only one part of the needle fell into the patient, it was removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis/indication for the index surgical procedure? What tissue/structure was being sutured when the event (needle breakage) occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the broken needle piece located/in what structure? Was the broken needle retrieved intra-op during the same index procedure or patient had to be re-enter to the or for re-operation? Please specify with details. Was additional dissection required to perform a laparoscopy to search and retrieve the needle? Was the additional dissection required in other organs/tissues other than the target tissue in order to search and retrieve the needle? Please clarify/specify. What was the size of the broken needle piece of the needle retrieved? Was the post-operative care changed due to the event? Please specify. Were there any patient consequences? If yes, please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If product will be returned, please provide a return date and tracking information?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. During suturing, the needle broke in the patient. A radio has been performed in the operative room to search the missing part. A part of the broken needle was remained inside the patient and an x-ray has been performed in the operating room, then the part of needle has been recovered by laparoscopy. It was also reported that it was performed a passage in colioscopy to retrieve it. Additional information has been requested.